Manufacturer narrative:
The reported complaint of leadless pacemaker (lp) in rom mode during a firmware upgrade was confirmed. Final analysis of the provided information revealed that the rom mode prompt was expected due to telemetry challenges during the firmware upgrade attempt. The device was performing as expected. No anomalies were detected.

Event description:
It was reported that the patient's leadless pacemaker had gone into back-up operation during firmware upgrade. The device then exhibited difficulty in completing the upgrade. Interrogation was unsuccessful until the upgrade eventually was completed. The patient was stable.